Manufacturer narrative:
(B)(4). Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
New information on (B)(6) 2018, indicated that the patient experienced muscle stimulation. The implantable cardioverter defibrillator and right atrial lead were explanted and replaced. The pulse generator was explanted because it reached the elective replacement indicator. The patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 a patient presented remotely via merlin.net. Review of remote transmission revealed inappropriate auto mode switch episodes due to atrial lead noise, the patient did not report any symptoms related to ams. The patient reported feeling warmth around the pulse generator site during manual transmission. Patient also reported ¿little¿ shocks occurring around midnight several times, which was believed to be from her husband¿s spinal cord stimulator. Patient was seen in clinic for device interrogation on (B)(6) 2018. During device interrogation, patient reported feeling a little warmth or shock during high atrial pacing output. No warmth around the pulse generator site was noted during manual transmission. Atrial lead noise was noted and it was reproducible with pocket manipulation. No intervention was performed. Patient will continue to be monitored at regular intervals. No additional information was reported.